Event description:
It was reported that the during the use of the cassette, a no disposable clamp tubing and no disposable pump won't run alarmed. Even after the customer changed the pump to another one, the alarm persisted. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is patient/consumer.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. Visual inspection found there was no damage, kinks or other defects. Upon function testing, the reported problem could not be duplicated. The root cause is unknown. No additional action was taken as the device functioned as intended. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.